Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. The target lesion was pre-dilated with a 1.5mm x 20mm sterling es balloon. This 2.5mm x 20mm x 144cm coyote es mr balloon was used to post-dilate the lesion at 12atms and ruptured upon the 1st inflation. The device was removed intact from the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).